Event description:
It was reported that patient thinks her battery was dying. The patient experienced fecal incontinence. They increased stim with no result. The patient reported return of symptom. The patient reported the change in therapy/symptom was noted as sudden. The stated it occurred about 6 months ago in 2015. The patient was indicated for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.